Manufacturer narrative:
This spontaneous case was reported by a healthcare professional and describes the occurrence of heavy menstrual bleeding ("the female patient suffers from menorrhagia") in a 54 year-old female patient who had essure inserted. The patient had a medical history of cervical conisation (s, conisation in 2009 under general anaesthesia) in 2009, mammoplasty (under general anaesthesia]) in 2007 and colonoscopy and inguinal hernia (right inguinal hernia in childhood under general anaesthesia). On (B)(6)2008, the patient had essure inserted. Essure was removed on (B)(6)2023. On unknown date she experienced heavy menstrual bleeding (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered heavy menstrual bleeding to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-feb-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a healthcare professional and describes the occurrence of heavy menstrual bleeding ("the female patient suffers from menorrhagia") in a 54 year-old female patient who had essure inserted. The patient had a medical history of cervical conization (s, conisation in 2009 under general anaesthesia) in 2009, mammoplasty (under general anaesthesia]) in 2007 and colonoscopy and inguinal hernia (right inguinal hernia in childhood under general anaesthesia). On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2023. On unknown date she experienced heavy menstrual bleeding (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered heavy menstrual bleeding to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.